Manufacturer narrative:
Upon further review it was found that this complaint is a duplicate of MFR report number 2518422-2023-19287.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator does not turn on. It was unknown how the issue was found. No patient or user harm reported.